Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplement report.

Event description:
It was reported that: patient started having pain two weeks ago in her leg. Patient states that the pain is in her groin area. Also that the pain is in her hip area down to the middle of her thigh. Patient is also reporting that she can't stand up straight and that the pain is radiating to her back. Patient states that she is scheduled for a check up on (B)(6) 2012.